Event description:
It was reported that the sheath leak occurred. During a pulse field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the transseptal puncture into the left atrium, a blood leak occurred when blood backflow was observed from the hemostatic valve of the sheath upon removal of the wire, resulting in an estimated blood loss of approximately 10cc. No air was observed within the patient. A white dilator included with the faradrive was used to introduce a non-boston scientific (non-bsc) wire as part of a demonstration. It is suspected that the hemostatic valve may have been damaged during insertion of the dilator. The procedure was successfully completed using an alternate faradrive device, and no patient complications occurred. It was further reported that the blood flow reversal was observed at the hemostatic valve, no visible damage to the valve was noted. It was also confirmed that no air was present inside the sheath.

Manufacturer narrative:
B5: describe event or problem - updated. Investigation summary: with all the available information, boston scientific concludes the reported leak event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and a leak from the hemostatic valve was observed. Microscopic inspection also revealed a tear was identified on the external valve, creating a leak path. Inspection of the remainder of the device presented no other damage or irregularities. Risk assessment: a risk review performed for the faradrive device confirmed that the event of leak and blood in sheath were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath leak occurred. During a pulse field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the transseptal puncture into the left atrium, a blood leak occurred when blood backflow was observed from the hemostatic valve of the sheath upon removal of the wire, resulting in an estimated blood loss of approximately 10cc. No air was observed within the patient. A white dilator included with the faradrive was used to introduce a non-boston scientific (non-bsc) wire as part of a demonstration. It is suspected that the hemostatic valve may have been damaged during insertion of the dilator. The procedure was successfully completed using an alternate faradrive device, and no patient complications occurred.